Event description:
It was reported that the pt presented for a pulse generator upgrade. During the changeout procedure, the device was exposed to bovie and exhibited loss of output. The pt went into cardiac arrest. The device was explanted and replaced. The pt is doing well.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: analysis was normal. No anomaly was found.